Event description:
No additional event information to report at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: us157852-m2a-magnum pf cup-478990, 139254-m2a-magnum tpr insrt-520190, 11-103208-taperloc por lat fmrl-860090. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 05561, 0001825034 - 2019 - 05564, 0001825034 - 2019 - 05580. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left hip arthroplasty on. Subsequently, the patient presented to physician 9 years¿ post-op for an MRI. The patient then underwent a revision surgery about 1 month later due to pain, tissue destruction, bone destruction, metal wear, metal poisoning, loss of enjoyment of life, limited of daily activities, adverse local tissue reaction and abductor necrosis. During the surgery, large amounts of purulent fluid was noted and destruction of the abductor mechanism. The femoral head could not be disimpacted. Corrosion was noted on the trunnion. Attempts have been made and additional information on the reported event is unavailable at this time.